Event description:
The following has been reported: nurse noted that the pump gave an error message when cartridge was loaded. Nurse opened the handle, and took out cartridge and it started leaking just below the cartridge where the tubing is connected. A preliminary review identified the following issue: administration set leak (external part). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
Two samples of ivenix administration set was returned for evaluation. On the first sample, no defects were observed during visual inspection per the applicable drawing. The gold foil was as corresponded to the specific code set-0032-25. During the visual inspection a separated tubing was observed from the first y-site (needle - free access port). No traces of solvent were observed at the tubing and needle-free access port. Failure mode could be related to the lack of solvent applied at the connection. The customer complaint is confirmed by the first sample evaluation. The most probable root cause of the reported incident is related to the lack of solvent application during the manufacturing process. The operator did not perform the joining operation correctly. On the second sample, no defects were observed during visual inspection per the applicable drawing. The gold foil was as corresponded to the specific code set-0032-25. Primary line infusion was tested with a set rate of 0.5ml/hr and set volume of 0.1ml and primary line was connected to a saline solution bag, liquid immediately started dripping from the bottom side of the cassette. Alarm "tubing set problem" was detected in the ivenix lvp display. It was not possible to complete the priming process and it did not pass successfully. A microscopic examination was performed and revealed an inappropriate sealed process of the diaphragm on the middle cassette. An underwater leak test was performed, and it was observed that bubbles came from the cassette confirming the leak. A dye test was performed, and a leak path was observed that runs along the entire edge of the seal from the exposed diaphragm that interacts with the dsps sensor to the outlet valve. The customer complaint is confirmed. The reported leak could be related to poor welding of the cassette. An internal investigation was opened to mitigate the reported issue. The current process controls detection include 1) 100% leak and occlusion test is performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode, 2) quality sampling for final physical testing, for performing a flow and underwater leak tests, 3) 100% visual inspection during the manufacturing process and final physical inspections. The batch record for fa24j14027 was reviewed. No exceptions were generated that could classify as a possible root cause of this defect. The finished good lot has passed all sampling acceptance criteria for all tests performed including in-process testing and product testing.